Event description:
It has been reported to philips that the wireless footswitch did not work and the wi-fi indicator was red. The system was not in clinical use when the issue was identified. The customer is currently using the wired footswitch instead of the wireless footswitch no harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, fluoroscopy was working intermittently, and exposure was not working. The wi-fi indicator led was red, indicating a loss of wireless connection. There are two generations of wireless footswitch. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or wireless base stations available for replacement. A new wired footswitch has been supplied to the customer.